Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non product experience and had been implanted for less than one year. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non product experience and had been implanted for less than one year. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information indicated that the reason for explant was that this rv lead had pulled back into the superior vena cava (svc).

Manufacturer narrative:
Correction to h11 analysis verbiage. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non product experience and had been implanted for less than one year. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information indicated that the reason for explant was that this rv lead had pulled back into the superior vena cava (svc).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non-product experience and had been implanted for less than one year. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information indicated that the reason for explant was that this rv lead had pulled back into the superior vena cava (svc).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.